Event description:
It was reported that during the implant procedure, the clinician could not get defibrillation threshold (dft) at max output 35j with either polarity with the right ventricular (rv) lead. The lead was attempted and not used. A different model lead used and dfts were successful. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. The analyst commented there were no anomalies observed regarding the returned lead. All electrical testing was within specified parameters. (B)(4).